Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0d0d7, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported about 2 weeks prior to call when patient was sitting down sewing she "got shocked and it did not last long then it stopped. It was noted since then patient ¿did not know if it was going off and on or if it was off all the time or whatever¿. The patient was not being able to make adjustment both with or without antenna attached. The patient stated that her implant felt secured and did not think it had moved. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.